Manufacturer narrative:
The astral device was returned to a third-party service center. Evaluation confirmed the reported complaint. The psu was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device power supply unit (psu) was inoperable. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to open circuited of the ac protection fuse most likely caused by an external power surge. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).